Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced resistance while filling multiple cartridges in the last few months. In each instance, the customer changed the cartridge multiple times and was able to complete loading the insulin into the cartridge successfully with the 3rd cartridge. There was no impact to the customer's blood glucose level. As tandem technical support was not contacted at the time of the reported issues, troubleshooting was unable to be performed.